Manufacturer narrative:
Medtronic received additional information from this patient's physician that the patient's immediate post-operative course included an incident of ventricular fibrillation arrest; a permanent pacemaker was implanted due to third degree heart block. No other adverse patient effects were reported. (B)(4).

Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: multiple attempts to gather additional information from the medical institution have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two weeks post implant of this bioprosthetic aortic valve, the patient's heart rhythm had been affected necessitating a permanent pacemaker implant. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: cardiac dysrhythmias (i.e. EKG changes) are known potential adverse effects per mosaic instructions for use (IFU). This issue can be resolved with the implant of a permanent pacemaker. Based on the received information, the patient's issue was resolved with permanent pacemaker implantation. No other adverse effects were reported. The valve remains implanted and the patient continues to be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.